Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
DHR review ¿ part number: 03.010.045. Synthes lot number: 4819608. Manufacture dates: 3/11/2005. The review of the DHR showed that there were no issues or nonconformances during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the returned standard insertion handle was examined and the complaint conditions of broken was able to be confirmed as the distal anti-rotational tab was found to be broken off and was not returned. It is likely that excessive shear forces were introduced by the surgeon during a procedure in which the nail was attempted to be rotated. This would cause the tang to shear off. Relevant drawings for the returned instruments were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tips broke off of a stardrive screwdriver. It was also reported the ends of a standard insertion handle are compromised (bent). The items were found after sterile processing. This is report 2 of 2 for (B)(4).